Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution dilator would not click in. The case performed was a carotid angiogram. Another angio-seal evolution device was used without an issue. There was no vessel trauma. A pre-deployment angiogram was performed. The procedure sheath was a 6fr. The procedure was successful with the second device. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the hand to provide the completed investigation results. One 6 fr angio-seal evolution device was received for evaluation. The hemostasis sheath was mated with the arteriotomy locator. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was properly mated with the arteriotomy locator. No other anomalies were noted. Functional testing was conducted. The arteriotomy locator was removed from the hemostasis sheath. No anomalies were noted with the locator. Then, the arteriotomy locator was reinserted into the hemostasis sheath and a clear tactile snap was audible. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitively determined based on the available information.